Manufacturer narrative:
Initial and final MDR (B)(4) MDR device 1 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced 5 infusion set tubing was kinked tubbing event on(B)(6) 2024. No further information available.